Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
(B)(4). The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the coil was returned separately from the delivery wire. Part of the coil was returned in a container. The other part was found gripped by a snare while protruding from a microcatheter. The proximal contact was kinked. Microcscopic inspection found the main coil to be stretched, kinked, and tangled. The main coil was broken just distal to the main junction. Functional analysis was unable to be performed as the main coil was broken. Based on the investigation and information available, it is probable that procedural factors limited the performance of the device, resulting in the reported event.

Event description:
While the physician was attempting to remove the coil, it became stuck in the aneurysm and stretched. The physician withdrew the microcatheter and attempted to remove the coil with a snare. The coil continued to stretch and then separated. Eventually, they were able to remove the entire coil. There was no clinical consequence to the patient.

Event description:
While the physician was attempting to remove the coil, it became stuck in the aneurysm and stretched. The physician withdrew the microcatheter and attempted to remove the coil with a snare. The coil continued to stretch and then separated. Eventually, they were able to remove the entire coil. There was no clinical consequence to the patient.